Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. The helix/lobe was found to be distorted/bent, and blood was found in/on the helix/lobe mechanism. The lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt, the lead could not be fixed in the atrium. It was felt that there was a problem with the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.